Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results. One 6fr used angioseal evolution device was returned for evaluation. The returned device was subjected to visual analysis where no blood like substance was found along the body of the device. The guidewire and guidewire holder were returned with the second device. No portion of the compaction tube could be seen exposed from the carrier tube assembly. The hemostatic sheath was not mated with the deployment sleeve. However, it could be determined that the deployment sleeve was in the full rear lock position with the color bands exposed. The button was soft. Neither the collagen nor the anchor were attached to the suture. The handles of the evolution were then separated with a set of flat head screwdriver to observe the gearbox assembly. The gearbox assembly was found out of the par position but not in the full distal position. The suture was found outside of the grooves of the spool. The rack was in the proximal position and still mated with the compaction tube. There was resistance felt when functionally testing the gearbox assembly by turning the drive gear due to the suture being outside of the groves of the spool. Once the suture was realigned with the spool, the resistance was no longer present and the suture could be deployed with typical force. The gearbox assembly was appropriately seated within the lower handle. The gearbox assembly was then removed from the lower handle and closely examined. The drive gear was properly seated in the upper and lower gear plated. No anomalies other than the placement of the suture were found. The complaint could be confirmed for tamping issues based on the placement of the suture outside of the grooves of the spool. However, this may be due to handling after deployment of the device. Since the hemostatic sheath was not returned mated with the device, the device was likely manipulated after attempted deployment of the device. During this manipulation, the suture may have become displaced and the gearbox assembly may have been dislodged from the distal position. However, it is unclear at this time if this type of handling occurred. A further investigation is be conducted for the reported complaint. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00087 and 2243441-2017-00089. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: similar experience with difficulty in tamping occurred during an in-service to evaluate technique; it was an angio-seal evolution, off shelf product in a vessel model; and the internal mechanism was also heard.